Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Third revision surgery - the patient's joint had become unstable and painful due to poly wear. The surgeon felt a thicker constrained insert would resolve the issue.